Event description:
It was reported that during a renal stenting treatment procedure, the tip of the guide wire broke off. The physician was able to successfully snare and remove it. He then used a different wire to complete the case. The case was prolonged, but there were no other complications or pt injuries reported.